Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: product ID d-evprop23-29 (lot: 0012490478); product type: 0195-heart valves; implant date: non-implantable device image review: there were 19 cine images of the event reported. Evidence shows that the annulus and left ventricular outflow tract appear to have ca+ present in a right anterior oblique projection. It was reported that after a pre-implant dilation with a 20mm balloon, the valve dislodged after release. Evidence shows the valve at the point of recapture appears to be at a zero to negative one millimeter (mm) depth on the non-coronary cusp in a left anterior oblique projection. Recapturing should be considered if depth is <(><<)>(><(><<)><(><<)>)>1mm. Evidence shows the valve was released and dislodged sometime between release and removal of the nose cone from the ventricle. It's recommended prior to withdrawing the system, to center the nose cone within the frame and slightly retract the guide wire and maintain a portion of the guidewire within the ventricle. The valve dislodged above the annulus and below the sinotubular junction (stj). A snare was used to pull the valve up above the stj while a second valve was implanted. No final image of the second valve released was provided. There was not computed tomography or executive summary provided for anatomic considerations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve procedure, a pre-implant balloon dilatation was performed with a 20 mm balloon.

Manufacturer narrative:
Continuation of d10: product ID: d-evprop23-29 (lot: 0012490478); product type: 0195-heart valves; implant date: non-implantable device. Product ID: l-evprop23-29 (lot: unknown); product type: 0195-heart valves; implant date: non-implantable device. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the implant of the evproplus-29, after implantation, the valve dislodged. Subsequently, a second valve was implanted in the annulus.